Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the knife was not returned to the home position even though the release lever was used after the third firing. The device was released somehow by removing the tissue from the jaw. Reinforcement material was not used. The deployed staples were formed properly. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.